Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d4, g3, h2, h3, h4, h6. Pictures provided by customer displays the plastic package side melted and confirming the reported event. Device history record (DHR) was reviewed and no discrepancies were found. The root cause was determined to be associated with manufacturing. A previous action was initiated to address this. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported upon opening the rosa kit, the navitracker outside plastic packaging appeared to have melted onto the inner packaging. It was not able to be removed by the scrub nurse. No adverse events have been reported as a result of the malfunction. No patient involvement. No additional information.

Manufacturer narrative:
(B)(4). G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.